Manufacturer narrative:
Na

Event description:
Surgery time was extended by 60 minutes due to the fact that the surgeon wanted to take off the implanted nail, but it was not possible to chose the set screw.